Manufacturer narrative:
This report is submitted on (B)(6) 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site. Additional information has not been made available at the time of this report.